Manufacturer narrative:
The manufacturer previously reported the blower motor and stirring fan were replaced to address a failed step during testing. The device's blower, air inlet path and o2 quick connect were returned to the manufacturer's product investigation laboratory for additional testing. All components were found to operate as designed.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing. The device was not in patient use. The device's blower motor and stirring fan were replaced to address the issue. Additionally, the device's internal battery cable coating was found to be cracked. There was no allegation of exposed wires. The device's internal battery was replaced preventatively. The device was cleaned and tested and passed all final testing.